Manufacturer narrative:
(B)(4). Additional information: batch # l55j5k. The analysis results found that the tlc75 device was received in good visual condition and with a reload loaded in the device. The reload was returned fully fired. The device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date a supplemental medwatch will be sent. Additional information received: on which firing did this occur. The surgeon reported that there is no way to know this. So, he sent the devices for evaluation. Please provide details as to what is meant by, the device presented failure during primary colon rectal stapling. Nothing was informed. Were there any patient consequences; if yes, please explain. The bleeding occurred in the immediate post-operative. The patient was sent to the surgery room on the same day at 11 p.m. The local was washed with physiological serum and there was no evidence of bleeding point. It was verified output of large amount of clot and the anastomosis was evaluated by anal route. No active bleeding was found at that time and it was performed hemostasis with surgical. The bleeding was so important that the surgeon used two concentrated of erythrocytes.

Event description:
It was reported that during an open rectosigmoidectomy procedure; the device presented failure during primary colon rectal stapling. Procedure was completed using same like device. It is unknown if there were any consequences for the patient.